Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a cartridge alarms (cartridge alarm 19) during basal delivery. In addition the customer had multiple air bubbles in the infusion set tubing. Customer's blood glucose level was not impacted. Reportedly, the customer was able to load a new cartridge successfully, prime out the air bubbles, and resumed insulin.